Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely error message "unplug and plug back in" was displayed because the cable was damaged by the user applying force such as excessive bending, pulling, twisting, crushing, etc. To the camera cable. The instructions for use (IFU) provides the following guidelines: "do not coil the camera cable with a diameter of less than 20 cm. Be careful not to twist the camera cable when it is coiled. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty cable unit, resulting in no image displayed. The investigation is ongoing, and a definitive root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the unit stopped working and displayed the message to "unplug and plug back in." There was no patient injury, associated with the problem, reported to olympus.